Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction at the pod¿s insertion site while wearing the device between 25 and 36 hours on the leg. The patient also suffers from eczema. The patient visited their physician to treat an abscess that needed to be relieved of pus. The physician prescribed flucloxacillin to be taken orally for 10 days. Device was discarded.